Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that the digital visual interface (dvi) cable connected to the tower was kinked. All of the connections on the camera control module (ccm) were intact and secure. The dvi cable should be replaced. The system is now working as expected. Evaluation of the logs did not show any errors on the tower or with the external screen display. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a damaged dvi cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic lower anterior resection procedure, while the patient was under anesthesia, after positioning the arm, all the external slave monitors went blank. The issue persisted even after reconnecting the slave screens and adjusting the connection at the back of the tower. After restarting the whole system, the issue was resolved. There was a delay of 20 minutes due to the reported issue. There was no patient injury.

Event description:
It was reported that, prior to a robotic laparoscopic lower anterior resection procedure, while the patient was under anesthesia, after positioning the arm, all the external slave monitors went blank. The issue persisted even after reconnecting the slave screens and adjusting the connection at the back of the tower. After restarting the whole system, the issue was resolved. There was a delay of 20 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.